Event description:
During an in clinic follow up, premature battery depletion was suspected on the device as the remaining longevity was less then expected. The device was explanted and replaced to resolve the event. The patient stable.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.